Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported they would like to return their device to philips bench repair. The customer did not indicate the reason why the device needed to be returned. There was no reported patient or user involvement and no adverse patient/user impact.